Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump did not alert when customer had low blood glucose. Customer reported that the insulin pump suspended the insulin delivery at 12 am and it got reactivated at 2 am with blood glucose of 40 mg/dl. Customer woke up and experienced headache so she checked her blood glucose and it was 31 mg/dl. Customer treated their blood glucose with food. Customer reported that the insulin pump did not suspend insulin between 2 am to 6 am. The insulin pump will not be returned for analysis.